Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: an empty opened box, an empty opened foil and five unopened samples of product code sxpp1a101, lot # pd6517 were returned for analysis. During the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: device identification, MFR site. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and a barbed suture was used. It was reported that during surgery the suture was detached from the needle during continuous suturing. It was not a control release needle. There were no adverse patient consequences reported.